Manufacturer narrative:
(B)(4).

Event description:
It was reported that after device implant the patient was sent home with a pressure bandage due to pocket hematoma. The patient returned to the emergency room ten days later for bleeding. The bandage was changed and the patient was sent home. The patient returned again for an unscheduled visit for pocket incision bleeding. At pocket revision the hematoma was evacuated, there was no active source of bleeding and the patient was discharged from the hospital the next day.